Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission. The actual date of the patient's explant is unknown.

Event description:
Related manufacturer reference number: 1627487-2020-00201. It was reported that the patient had their system explanted due to ineffective stimulation despite several attempts to reprogram the patient.

Manufacturer narrative:
The event of system explant due to the system not providing therapy for the patient's pain was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.